Manufacturer narrative:
The product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. A review of the complaint database revealed similar complaints of 8645 alarms either sounding when they shouldn¿t or not sounding when they should. Investigations into these complaints revealed that the most likely cause of the reported complaint is either damage to the sensor receptacle or damage to the rj-11 clip. Damage can cause the pins inside the sensor receptacle to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit in the receptacle, which can allow movement to affect function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. Being that the unit has been in use for nearly 4 years, it is likely normal wear and tear that contributed to the reported issue. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. Manufacturer reference file (B)(4).

Event description:
Customer reported 1 8645 / 1 of 8309el not working as intended. Physical therapy had a patient up in a chair, she had ensured everything was done correctly to help prevent a fall. Due to the alarm not working, the patient unfortunately was able to get up out of chair and fall. Pt also tried it again on herself and it still didnt alarm. Patient injury did occur (fall). Limited information provided. Not lot and or sn.